Event description:
It was reported that the patient came into clinic with an episode for a slow vt where the device was intermittently double-counting the r-waves. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).